Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000503, lot/serial #: none. The manufacturer representative went to the site to test the imaging system. The inner gantry cover was adjusted. Invalidate homing was performed. System functions checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry was not closing. Although the system's gantry seems to close the system states "o-arm door open". No patient was present at the time of the event.